Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working.there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 13dec2018. The customer reported that the touchscreen was replaced. The issue was resolved. The ventilator was returned to service. No part(s) were returned to philips failure investigation; therefore, the root cause of the reported issue could not be determined.